Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for high o2 concentration. The ventilator was investigated on site by our field service engineer (fse). The o2 gas module was replaced and returned for further investigation. A visual inspection of the returned o2 gas module revealed that the nozzle unit was missing. The o2 gas module was installed in a ventilator with a nozzle unit from the manufacturer and the machine passed the performed pre-use check. No abnormal found during ventilation for five hours. Our investigation has concluded that the reported problem is confirmed in the provided device logs. However, it was not possible to reproduce the issue at the manufacturer site. Therefore, the root cause cannot be established.